Manufacturer narrative:
Investigation summary: "material #: 368837. Lot/batch #: 2062121. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle leakage occurs and the thread of the needle is more than the vacutainer holder. The following information was provided by the initial reporter. The customer stated: "a number of pricker's are having problems with the needle (368837) and the vacutainer holder(368872). Leakage occurs and the thread of the needle is more than the vacutainer holder."